Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer reported that insulin pump has been exposed to moisture damage. Customer's blood glucose reading was 124 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic and motor assembly. The insulin pump has cracked case at the display window corners and minor scratched lcd window.